Event description:
Same case as MFR report #: 2134265-2012-01826. It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure placed two promus element stents in a y shape in the calcified and tortuous bifurcated target vessels. Treatment for the de novo, 3.25x45mm, 90% stenosed target lesion located from the left main (lm) artery to the left anterior descending artery consisted of pre-dilatiion with a 3.0x15mm balloon inflated twice to 12 atms and the placement of a 3.0x28mm promus element stent deployed at 18 atms for 20 seconds. Treatment for the de novo, 2.75x18mm, 90% stenosed target lesion located from the lm to the left circumflex artery consisted of pre-dilation with a 2.5x15mm balloon inflated twice to 12 atms and the placement of a 2.5x28mm promus element stent deployed at 18 atms for 20 seconds. A kissing balloon technique was used. The stents were well positioned and well apposed with 0% residual stenosis three days later the patient was discharged on clopidogrel and aspirin. Later the same day, the patient was brought back to the hospital with stent thrombosis. Ivus confirmed the stents were still well apposed. Treatment consisted of a thrombectomy and poba with a kissing balloon technique resulting in timi 3 flow. An intra-aortic balloon pump was inserted and the patient was brought to the intensive care unit with a wait and see approach.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).